Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to a damaged force sensing resistors (fsrs) in tubeload detection circuitry. Service replaced the fsrs to resolve the reported problem.

Event description:
A customer reported a flogard pump with an f38 alarm. It is unknown if this event occurred during patient use. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4).